Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had an issue with firing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk # 6 completely detached. The instrument was also found with hairline cracks on input disk and shaft #6. The complaint was confirmed by failure analysis.